Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during use of a 12mm x 6cm x 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, there was a breakage of the balloon under nominal pressure (np) with contrast oozing out. Another powerflex pro of the same size was used as replacement and the operation went smoothly. There was no reported patient injury. The device was being used in the left iliac vein for balloon dilatation and angioplasty. The target lesion was the left iliac vein. Vessel calcification and tortuosity were mild with greater than seventy percent stenosis. The device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. The contrast to saline ratio was 1:1. A pressure pump was used as inflation device and the same indeflator was successfully used with other devices. There were no anomalies noted while inflating the device with positive pressure or anomaly to the device which prevented it from inflating. A seepage was noted from the balloon and the gauge of the indeflator indicated a loss of pressure when the anomaly was noted. After filling the balloon to burst pressure, a contrast leak was noted during the dwell period. The surgeon was a senior chief physician with a group and operated in standardized manner. The device was not returned for analysis as expected. A product history record (phr) review of lot 82253652 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The vessel was noted to have mild calcification with tortuosity and less than 70% stenosis which may have contributed to the failure noted. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
As reported, during use of a 12mm x 6cm x 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, there was a breakage of the balloon under nominal pressure with contrast oozing out. Another powerflex pro of the same size was used as replacement and the operation went smoothly. There was no reported patient injury. The device was being used in the left iliac vein for balloon dilatation and angioplasty. The target lesion was the left iliac vein. Vessel calcification and tortuosity were mild with greater than seventy percent stenosis. The device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. The contrast to saline ratio was 1:1. A pressure pump was used as inflation device and the same indeflator was successfully used with other devices. There were no anomalies noted while inflating the device with positive pressure or anomaly to the device which prevented it from inflating. A seepage was noted from the balloon and the gauge of the indeflator indicated a loss of pressure when the anomaly was noted. After filling the balloon to burst pressure, a contrast leak was noted during the dwell period. The surgeon was a senior chief physician with a group and operated in standardized manner. The device was returned for analysis. A non-sterile ¿powerflex pro 12mm6cm 135¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that it does not present any damages or anomalies. The balloon was received deflated. Functional testing was performed, a syringe full of water was attached to the guidewire lumen port. Positive pressure was then applied to flush the device and the water flowed through. A lab sample guidewire of the appropriate size was inserted via distal tip to determine if any resistance/friction or obstruction is observed. The guidewire traveled inside of the wire lumen and no obstruction was observed. The lab sample was inserted this time by the wire port. The guidewire traveled inside of the wire lumen all the way to the distal tip. One inflator/deflator device was attached to the inflation port positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon could not be inflated when applying the required pressure. A crosstalk between the inflation and guidewire lumens was present, the crosstalk was noted as an unexpected water flow was located flowing from the proximal portion of the hub¿s indicator wire port. This exit was blocked with a cordis lab cover cap, and the water flow introduced through the inflation lumen showed that the crosstalk was present exiting in the distal portion of the guidewire lumen. The exact location where the crosstalk was occurring could not be located along the body of the device due to the dark color of the shaft; therefore, no microscopic analysis could be performed. A product history record (phr) review of lot 82253652 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was confirmed as a leakage was noted during functional analysis. However, the exact cause of the leakage and the location could not be determined. Based on the information available for review, procedural factors including the use of concomitant devices may have contributed to this event. It is possible that force was used to pass the guidewire through the lumen or a damaged guidewire, which may have caused damage to the guidewire lumen of the device. Several factors are being considered and further investigation is required to find a definitive root cause. According to the instructions for use, which is not intended as a mitigation of risk, ¿flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or over distend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Review of the manufacturing documentation associated with lot 82253652 presented no issues during the manufacturing process that could be related to the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 12mm x 6cm x 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, there was a breakage of the balloon under nominal pressure (np) with contrast oozing out. Another powerflex pro of the same size was used as replacement and the operation went smoothly. There was no reported patient injury. The device was being used in the left iliac vein for balloon dilatation and angioplasty. The target lesion was the left iliac vein. Vessel calcification and tortuosity were mild with greater than seventy percent stenosis. The device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. The contrast to saline ratio was 1:1. A pressure pump was used as inflation device and the same indeflator was successfully used with other devices. There were no anomalies noted while inflating the device with positive pressure or anomaly to the device which prevented it from inflating. A seepage was noted from the balloon and the gauge of the indeflator indicated a loss of pressure when the anomaly was noted. After filling the balloon to burst pressure, a contrast leak was noted during the dwell period. The surgeon was a senior chief physician with a group and operated in standardized manner. The device is expected to be returned for evaluation.